Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to damage on the objective lens, a foggy image occurred. In addition to the reportable finding documented in b5, the non-reportable evaluation findings are as follows: water tightness was lost due to a crack on the control unit, adhesives on the bending section cover had a chip, connecting tube had a dent, connecting tube had a wrinkle, bending angle in up direction did not meet the standard value due to wear of the angle wire, forceps could not be inserted because the channel tube was crushed, control unit was sticky due to water leakage, bending tube had a dent, up/ down plate was sticky, control unit was sticky, protector of the universal cord on the control section side had a cut, universal cord had a dent, eyepiece had a scratch, and the image had shadows due to damage on the objective lens. The device was returned and evaluated, both the light guide lens and objective lens had foreign objects; this has been attributed to insufficient cleaning. The device was cleaned, disinfected, and sterilized (cds) before it was sent in for repair and there was no delay in the start of precleaning. According to the customer, the following details regarding the cds process were unknown: what the foreign material was and if the customer wiped/ brushed the distal end with clean lint-free cloths, brushes, or sponges. The investigation is ongoing and follow up with the user facility has been performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the rhino-laryngofiberscope had a cloudy image. The device was returned for evaluation. During the device evaluation, it was found that the objective lens and light guide lens had foreign objects. There were no reports of patient harm or injury. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.